Manufacturer narrative:
Based on the information available at this time, the specific complaint file covered by this investigation does not warrant CAPA escalation individually. If new information is received, the need for corrective action will be reassessed. Device complaints will be monitored through tracking and trending and escalated to CAPA when appropriate.

Event description:
It was reported that undersensed r-waves on the ventricular channel following a premature ventricular contraction of larger amplitude was observed on the implantable cardioverter defibrillator. Based on calculated measurements the device should have sensed the r-waves. It was suspected that the device may have sensed different amplitudes based on the point of sensing. No changes were made. The patient was asymptomatic.